Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that while the customer was in the hospital for a reason unrelated to diabetes, he experienced hypoglycemia. The customer's doctor called for assistance changing the insulin pump's settings. Nothing further was reported.